Event description:
Pt in stryker secure 3002 hospital bed. Both head and foot section was moving at same time with no controls pushed by pt. Bed folded up on pt. Staff immediately unplugged bed from electrical outlet, removed pt from bed and bed was removed from service. Dates of use: (B)(6) 2009 - (B)(6) 2011.